Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device was not returned by customer.

Event description:
Kimberly-clark received a report stating the respiratory therapist responded to the vent alarm on the medical intensive care unit patient. The patient was intubated with the subglottic endotracheal tube. The respiratory therapist discovered the pilot balloon line was detached from the endotracheal tube and the cuff deflated. The patient was immediately extubated and reintubated with a non-subglottic endotracheal tube. There was no reported patient injury.